Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -6.50/1.5/083 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to excessive vault and elevated iop: 38.0 mmhg without pupil block and angle closure. Reportedly, "after the iol was implanted for the first time, the arch height was too high and the iop was elevated, and the difference of the arch height between the two eyes was large, the patient indicated that it was difficult to accept the risk of having to take out the intraocular lens again after reoperation.". The problem was resolved. The cause of the event was reported as unknown.